Event description:
Patient's family reported "seizure-like" left leg contortions, severe pain lasting 3-7-minutes and occurring every 3-7 minutes, and a twitching of the head when the device was on after being reprogrammed. Information received from a patient letter indicated that she went to a different hcp for reprogramming, and the device was now working well and she was having no further negative issues.

Manufacturer narrative:
(B) (4).